Manufacturer narrative:
Correction made to type of reportable event to reflect serious injury as malfunction was selected in error on the follow up report for 1423537-2026-00149.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that the dobhoff tip ng tube broke into two pieces while indwelling in the patient. A portion of the feeding tube was retained within the patient. The break of the tube occurred at 10cm mark of the tube. The tube was indwelling for 4 days before break. The remaining portion of tube was removed endoscopically. Feed history: jevity 1.5 cal formula water history: 6/7 400 ml 6 times a day: 1649, 1845, 2056, 6/8 400 ml 6 times a day: 0522, 0905, 1144, 1501, 1753, 2132, 6/9 400 ml 6 times a day: 0654, 6/10 100 ml 6 times a day: 0611, 6/10 200 ml 6 times a day: 0942, 1221, 1408, 1743, 2222, 6/11 200 ml 6 times a day: 0535, 0811, 1745 medication history: lipitor (tab) ,dulcolax ec (tab) *(one dose, 6/9 0912), vitamin d3 (tab), cyanocobalamin (b12) (tab), vasotec (tab), magnesium oxide (tab), glycolax, senakot-s (tab) supplement history: none. The lot number is not known for this tube.